Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: medical intervention required to remove the guide wire from the pt. Device issue: difficult to remove guide wire from pt. It was reported that the balance guide wire was advanced towards the lesion when the tip went into a sidehole of another co's guiding catheter, and the guide wire became stuck. An attempt was made to withdraw the guide wire and the guiding catheter as one unit; however, the devices could not be withdrawn into the sheath as the outer diameter of the stuck devices surpassed the inner diameter of the sheath. Thus, another co's balloon catheter was advanced over the guide wire and the tip of the balloon catheter was inserted into the sidehole so that the distal part of the guide wire stuck inside the sidehole, was inside the tip of the balloon catheter. The guide wire was removed together with the balloon catheter. When checked outside the pt, the tip of the guide wire, 2-3 cm from the tipball, was found stretched. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: qa analysis revealed that the guide wire was returned without any blood or contrast visible. There was an offset intermediate coil 2 mm proximal to the center solder. The tip coils were pushed distal from the ctr solder for a length of 1 mm. There was a bend in the shaping ribbon 9 mm proximal to the tipball. There was no other damage noted to the guide wire. The balloon catheter and the guiding catheter used during the procedure were not returned. The guide wire was passed through a hole gauge, there was resistance noted at the stretched coils and at the offset intermediate coils. A .0145" hole gauge was used. The returned guide wire was backloaded through a new balloon catheter and frontloaded through a new guiding catheter . There was no resistance noted. Prod perf engineering reviewed the incident info and the analysis of the returned device. Analysis of the returned balance guide wire found damage to the coils. Since the damage was not reported as noted during the inspection prior to use, it appears to be related to the attempts to withdraw the guide wire from the sidehole, both with and without the balloon catheter. It is unk what caused the guide wire to go into the guiding catheter sidehole, and the guiding catheter was not returned for analysis, which could have aided in the investigation. It is possible that the distal tip of the catheter was blocked, causing the guide wire to exit thru the sidehole or that the guide wire was advanced without fluoro observation. Since there are no indications of a mfg related quality issue with the returned guide wire, the reported discrepancy appears to be related to the operational context of the device. Prod perf engineering will monitor the incident circumstances. Mfg assures the quality of the guide wire through visual and dimensional insp. Also, samples are tested and each lot must pass test requirements. Qual insp verifies that all requirements are met. This MDR is considered closed by the prod perf group.